Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) epicardial lead was damaged when trying to free it up during a right ventricular (rv) lead revision. The lv lead was capped and replaced with a previously implanted lv lead. No patient complications were reported as a result of this event.